Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent reimplantation surgery in 2022. Two months post-reimplantation, changes were noted in objective measurements and sound quality. Programming adjustments were made progressively. During an integrity test, it was reportedly observed that three channels were high. The user reported intermittent discomfort over the past six months along with a decline in sound quality. Subsequent continuous measures led to the user experiencing discomfort and pain, prompting the immediate discontinuation of testing.

Manufacturer narrative:
From the received measurements and information from the field, a partial migration of the active electrode out of cochlea seems likely. A CT scan was performed and the suspected migration could not be confirmed, but the pain, likely caused by extra cochlea stimulation is pointing towards it. To determine an exact root cause, device investigation at the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user underwent reimplantation surgery in 2022. Two months post-reimplantation, changes were noted in objective measurements and sound quality. Programming adjustments were made progressively. The user reported intermittent discomfort over the past six months along with a decline in sound quality. Reimplantation is planned.